Event description:
I purchased non - prescription color contacts from a website app called "(B)(6)." I put them in my eyes for about an hour and when I took them out, my eyes swelled instantly and I can barely see.